Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device was evaluated where the distal end was cut and the mouthpiece was damaged. Based on the results of the investigation, a root cause could not be determined. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds (cleaning, disinfection and sterilization) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing, the hmi (hygiene microbiological investigation) results confirmed customer concerns. The final hmi after additional reprocessing was negative. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope tested positive for contamination. There were no reports of patient harm.